Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise, increased capture threshold, and increased pacing lead impedance were observed, resulting in aborted hv therapy via remote transmission. Lead revision will be performed. No further information available.

Event description:
New information indicated that the lead was replaced on (B)(6) 2016. Patient condition was stable.